Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system message displayed and the system shut down on its own during a cataract with intraocular lens implant (iol) surgery. The system was restarted to complete the procedure with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and found the reported sm in the event log. The company service representative replaced the IV pole sensor printed circuit board (pcb) to mitigate the issue. The system subsequently displayed multiple sm¿s while testing. The company service representative replaced the host central processing unit (cpu) to mitigate the issue. The system was then tested and met all product specifications. The system was manufactured on march 21, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming IV pole sensor printed circuit board (pcb) and the host central processing unit (cpu). The manufacturer internal reference number is: (B)(4).